Event description:
It was reported that during case customer got a vent fail message and patient was bagged. No patient harm noted but not confirmed. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The dispatched draeger service could replicate the reported problem onsite. Since a vent fail could be caused by several root causes, e.g. An issue with the lower diaphragm, the motor itself, issues with the light barrier, the incremental encoder or the control pcb, the device had been serviced by the draeger technician to analyze and fix the root cause. In the course of the service, it had been decided in consultation with the customer that the appliance should not be repaired any further. Thus, the exact root cause could not be finally determined. Replaced parts and logfile were also requested for an in-depth analysis. As further reported, the service was not completed. The provided error logfile did not contain any relevant information. Since the affected fabius is approx. 19 years old, it is likely that the vent fail was caused by wear and tear. However, due to lack of information, a case-specific evaluation was not possible, and the exact root cause could not be finally determined. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. Based on the given information, it can be concluded that the ventilator failure was related to the aspect that the supervisor function of the fabius system detected an issue that forced a shut-down of automatic ventilation according to its safety concept. Such a ventilator shutdown is accompanied by the corresponding vent fail alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional.